Event description:
Ems personnel were attending to a patient in cardiac arrest who had been down approx. 4 minutes prior to ems arrival. Of three rhythm analysis requested, two rendered no shock decisions and one advised shock. The patient was not resuscitated. During a subsequent review of the event tape, the reporter stated it appeared that the patient's rhythm was shockable. The reporter stated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based on the clinical director's assessment of the patient's lack of viability.